Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filled.

Event description:
It was reported to nova biomedical that a consumer received a high reading. Based on that high reading, the consumer administered insulin. Subsequently, she experienced a hypoglycemic reaction requiring medical intervention. The strips in question will be returned for evaluation.